Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The biomed stated the device was cracked and suggested that the damage was incurred during shipping due to the product being improperly loaded on a pallet. Additional event details were provided upon follow-up with the facility¿s clinical manager (cm). The cm verified the details initially reported by the biomed. The cm said an external blood leak was noted within the first ten minutes of a patient¿s hemodialysis (hd) treatment. During a routine blood pressure (bp) check, the staff noticed blood leaking externally from the dialyzer onto the floor. The leak was coming from one of the hansen ports on the device, which appeared to be cracked. The cm stated that no leaking was noticed during the priming phase. Once the leak was identified, the treatment was stopped. The machine, a fresenius 2008t machine, did not produce any alarms. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it had been discarded. Photos were not available for review, of the damaged device or of the improperly loaded pallet.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dns) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A distribution center (dc) investigation was completed by the dc due to the allegation of shipping damage. The dc investigation did not confirm the complaint based on their review. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The biomed stated the device was cracked and suggested that the damage was incurred during shipping due to the product being improperly loaded on a pallet. Additional event details were provided upon follow-up with the facility¿s clinical manager (cm). The cm verified the details initially reported by the biomed. The cm said an external blood leak was noted within the first ten minutes of a patient¿s hemodialysis (hd) treatment. During a routine blood pressure (bp) check, the staff noticed blood leaking externally from the dialyzer onto the floor. The leak was coming from one of the hansen ports on the device, which appeared to be cracked. The cm stated that no leaking was noticed during the priming phase. Once the leak was identified, the treatment was stopped. The machine, a fresenius 2008t machine, did not produce any alarms. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it had been discarded. Photos were not available for review, of the damaged device or of the improperly loaded pallet.